Manufacturer narrative:
Product analysis: manufacturer's analysis was unable to confirm the customer comment that the programmer¿s analyzer parameters were not correct. The programmer and analyzer passed all functional testing. It was indicated that the case was damaged. The programmer was repaired and returned to use. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer¿s analyzer parameters were not correct. The analyzer was changed but the issue was not resolved. The programmer was returned for service. No patient complications have been reported as a result of this event.